Manufacturer narrative:
The following devices were also listed in this report: size 4 accolade ii 132 deg; cat# 6720-0435; lot# unknown; modular dual mobility insert; cat# 626-00-42e; lot# unknown; restoration adm x3 ins 28/48; cat# 1236-2-848; lot# unknown. Screw 1 of 3; cat# unknown; lot# unknown. Screw 2 of 3; cat# unknown; lot# unknown. Screw 3 of 3; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient's hip (side not reported) was revised. Originally planned procedure was to revise the shell due to loosening. Upon pathology workup, patient was found to have an infection (infecting microorganism unknown) and the surgeon decided to revise all components. Patient was revised to a competitor system.